Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump underwent multiple intermittent unexpected shutdowns. The customer's blood glucose level was 140 mg/dl. Tandem technical support reviewed pump data and observed the pump battery displaying 80% when the pump shut off. Reportedly, the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.